Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device had ECG noise. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. Based on the information available, the root cause of the reported issue is ECG lead cable connection. Device is working fine as per manufacturer's specifications after clean and reseat of ECG lead cable and also replaced electrode. The investigation concludes that no further action is required at this time.